Manufacturer narrative:
Submit date: 4/28/2017.

Event description:
The customer states that during the feed, the pump would randomly show a distorted screen and then shut off. Power supply and battery seemed to be fine.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of distorted screen and shuts off. The unit was triaged and the customer¿s reported condition was not confirmed. However, another symptom of feed error was found. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.